Event description:
I put a new sensor in aug 1, thursday night around 10pm. Around midnight it beeped and gave me a low rating of about 54. I was scared so had some oj. Then later in the eve, it beeped again and told me it was not working and to put a new sensor in. I did not have any more on hand. I was waiting for approval from my diabetic doctor to approve another. Can I get reimbursed from this faulty sensor? They are costing me about $(B)(6) for a 2-week supply. I saved it and can send back if needed. I checked the lot # but it was not one of the 3 faulty ones. It is (B)(6). (B)(6).